Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to these documents as soon as it becomes available.

Event description:
Revision surgery: patient fell resulting in broken baseplate center screw.

Manufacturer narrative:
The reason for this revision surgery was reported as broken baseplate. The previous surgery and the surgery detailed in this event occurred 4 years and 1 month apart. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) shows that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was a ncmr# (B)(4) associated with the main part, which documents that out of 50 parts lot, 6 parts were scrapped due to center post bent during dimensional inspection. All other items in the lot were met with fit, form and function. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to baseplate broken. There were no findings during this evaluation that indicate the reported devices were defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Agent has clearly mentioned that "patient fell and broke the baseplate center screw" it seems that the event may possibly occurred due to lack of care and patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.